Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted.

Event description:
Company representative reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Company representative reported right side rupture. Device remains implanted.